Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis with the lens scratched. To test the pump, the history log was reviewed, the pump was ran in user mode and also disassembled. The reported errors 1870 and 1871" problem was duplicated. This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When the pump was opened it was determined that the motor was seized. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that during preventive maintenance, a smiths medical cadd legacy pump exhibited lec 1870 and lec 1871. No patient was involved in this event. No adverse effects were reported.